Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens. The capsule bag tore and a vitrectomy was performed prior to lens insertion in the left eye. After lens insertion, the lens did not fit correctly. The surgeon decided to remove the lens and the incision was enlarged, a suture was used. Another lens was implanted in the sulcus. Reporter stated there was no lens malfunction. Cause of this incident was pt's anatomy.

Manufacturer narrative:
Pt (B)(4) - incision sutured. Device (B)(4) - no product malfunction. Evaluation: method - medical review. Results: visual inspection of the returned product found one loop haptic is bent and the optic is torn. Lens was returned in liquid. Medical review: a capsule tear prior to lens implantation is pre-existing, therefore the device could not have caused or contributed to this injury. The surgeon attempted to implant this lens but eventually removed it due to the existing capsule tear. Vitrectomy was done to prevent vitreous loss secondary to the pre-existing capsule tear. Enlargement of incision as well as corneal suturing was performed to remove the lens but this removal was due to the capsule tear and not any malfunction of the lens itself. Based on the complaint history, medical review and the evaluation of the returned product, it was determined that the root cause of this event was pt related. There was no product malfunction. (B)(4).